Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that the pn 32g 4mm 5b xtw easyflow la was damaged and broke during use after being removed from the injection site. This occurred on 6 separate occasions, but the dates are unknown. The following information was provided by the initial reporter, translated from portuguese to english: "six needles showed the following deviation: at the time of application the needles are bending and even breaking. Informs that the needles did not break in the skin, but as soon as they removed from the site (abdomen and legs) they broke or bent."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pn 32g 4mm 5b xtw easyflow la was damaged and broke during use after being removed from the injection site. This occurred on 6 separate occasions, but the dates are unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: "six needles showed the following deviation: at the time of application the needles are bending and even breaking. Informs that the needles did not break in the skin, but as soon as they removed from the site (abdomen and legs) they broke or bent."